Manufacturer narrative:
The device was not returned for analysis. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. In this case, based on the information reviewed and without the device to analyze, a cause for the reported loose or intermittent connection of stopcock cannot be determined. It is possible that the user technique of tightening the stopcock and/or there are damages to the luer contributed to the reported issue; however, this cannot be determined.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. A steerable guide catheter was inserted, but it was observed that the stop cock was missing from the dilator. The stopcock had fallen off after connected to the clip delivery system (cds). The dilator was removed, and the system was checked for air. There was no air visible inside the device or patient. It was noted that the sgc has a stop cock, and so the procedure was continued with the same sgc. The procedure was successfully completed with two clips implanted. The mr was reduced to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.